Event description:
The pt experienced no stimulation sensation. The device kept returning to "factory settings". It was stated that the pt used a metal detector frequently. Impedance values were normal. The device was used for two hours each day and battery life showed >120 months. Additional details are being requested from the hcp.